Event description:
It was reported the patient experienced loss of therapy due to ipg being inoperable as the patient did not charge/use the device for significant amount of time. In turn, the ipg was unable to communicate with multiple external devices. The patient underwent surgical intervention where the ipg was explanted and replaced which resolved the issue. Effective stimulation was restored postoperatively. Date of event unknown.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.